Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The dso seal was cracked. A review of the event history log (ehl) evidenced the following: (B)(6) 2021 8:52:18 am high alarm displayed: cassette not attached properly. The customer reported product problem was therefore confirmed in the ehl. The alarm was also reproduced during testing. The product problem occurred because the dso sensor was non-reactive. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty dso sensor was replaced.

Event description:
It was reported that the cadd solis vip pump alarmed with the following message: "cassette not attached properly." No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: b5: updated with additional information.

Event description:
It was further reported that the product problem was discovered during testing. There was no patient involvement.